Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep replaced the power cord with a new one. The system operates as intended.

Event description:
The customer reported that the power cord wires were pulled out of the workstation. No patient involvement reported.